Manufacturer narrative:
(B)(4). Publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: obliteration of the rectal lumen after stapled hemorrhoidopexy: report of a case authors: pasquale giordano, m.d., f.r.c.s.(edinb), benjamin m. Bradley, m.b.b.s., lashan peiris, m.r.c.s. Citation: the ascrs (2008); 51: 1574¿1576. Doi: 10.1007/s10350-008-9367-4. This case report presents a rare but potentially very serious complication of stapled hemorrhoidopexy. A (B)(6) year-old female patient with symptomatic, prolapsing hemorrhoids was admitted as a day case for stapled hemorrhoidopexy. A prolene purse string (ethicon) was placed at approximately 5 cm from the dentate line and a pph03 circular stapler (ethicon) inserted in the rectal lumen. Reported complication included a complete obliteration of the rectal lumen in which a fine guidewire was passed through the staple line and used for progressive dilatation using increasing size dilators. Flexible sigmoidoscopy was subsequently used to achieve further dilation using an endoscopic balloon. At 12-month follow-up, the patient remained well. In conclusion, the surgeons should be aware of this possible problem and a radiologic/ endoscopic approach should be considered before more aggressive surgical intervention is undertaken.